Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: during investigation, the black box data from the date of the complaint had been overwritten, multiple loss of prime warnings with low non-zero force were observed within the current black box history. The pump was exercised for 24 hours with no loss of prime being duplicated. Force calibration testing passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked with the battery cap having stripped threads. The cartridge was returned with the pump, and no defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings:a visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and force test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.